Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the moderately tortuous and moderately calcified mid-left circumflex artery. A 1.20mm x 12mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. A tip damaged was also noted. The procedure was completed with another of same device. No patient complications reported, and patient was in good condition.